Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture with "bother, breast shape change". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture with "bother, breast shape change". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.